Event description:
The enteral pump would not operate due to a dead battery. The battery charge indicator would not show that the battery was charging. Biomed testing revealed the charger for the enteral pump has the problem. The charger comes with different electrical adapters that slide into a printed circuit board. This connection becomes intermittent when the charger is plugged and unplugged from the electrical outlet by the user/operator. This connection needs to be improved.